Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is use error - open clamp on unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm that occurred on the homechoice (hc) during dwell 3 of 5. The home patient (hp) stated that she had an unused line with an open clamp. The technical service representative (tsr) explained the alarm to the hp and that she would need to start over with new supplies. The hc was more than halfway finished so she is going to get some sleep, then call her peritoneal dialysis nurse in the morning to see if she should do a manual exchange during the following day. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp stated that she has a follow up visit at the clinic (B)(6) and she would tell her rn about this alarm then. There were no infections/injuries as a result of this. This was the only occurrence, per hp. The hp knows proper procedure.